Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During priming of the device in preparation for use for cardiopulmonary bypass procedure, the user reported the roller pump stopped unexpectedly. The service technician discovered that the pump belt was damaged due to the mounting position. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.